Manufacturer narrative:
Complainant did not know which lot number fault occurred in and sent back all lots that were on the floor. All devices were tested and all of the returned devices operated as intended. All batch files of the lots provided were reviewed and there were no issues that could be attributed to the reported failure mode.

Event description:
Nurse technician after taking a blood sugar on a patient and went to dispose of the lancet. In the process, she was removing her glove and stuck herself with the lancet. She thought it didn't puncture her skin until it started bleeding while on break. She was advised to go to occupation health. Source patient was tested per protocol and nurse technician will complete follow up for 6 months. No other information was provided by the facility for this report.